Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of module mobili 800 modutec. It was found during annual preventive maintenance the rubber is torn. Based on photographic evidence the rubber was split. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. It was established that when the event occurred, the device did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was found during annual maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. It was established that "no incident has occurred, but this is user damage." Therefore, probable root cause is related to improper use or misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. UDI related data quality updates. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 9th november, 2023 getinge became aware of an issue with one of surgical equipment - module mobili 800 modutec. It was found during annual preventive maintenance the rubber is torn. Based on photographic evidence the rubber was split. It was stated this is a user damage. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination if the situation was to reoccur.